Event description:
Info received indicates the head section is not lowering completely flat.

Manufacturer narrative:
The tech isolated the issue to worn gas cylinders. He replaced the left and right gas cylinders to repair the stretcher.